Event description:
Company employee provided a page from an article in "endovascular today" (july 2010, p 31). In figure 3, the description states: "in this pt, a long section of hickman catheter (bard peripheral vascular, inc. (B)(4)) tubing was retained when the catheter fractured during removal. As one end was embedded in a catheter was passed behind the hickman tubing ....once the capture was complete, the assembly was withdrawn."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.